Event description:
Independent repair center: alleged key failure hole worn. Alarming or red light. As stated on the repair statement additional malfunction on this device: on/off switch broken/no alarm.